Event description:
Boston scientific received information via the patient's remote home monitoring system that this patient¿s system exhibited high out-of-range (oor) right ventricular (rv) shock lead impedance measurements. No intervention is performed at this time. This system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.